Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that the stimulation is always stronger on the left side than the right. The patient has to increase the left number for it to engage on the right side too, then it is way too strong on the left side. Circumstances that led to the charging issues and stimulation being on the left side instead of the right was the program was changed (program 1 group d) to make it stronger, but they had the same issue, very little on the right side and way too strong on the left. The patient did not know the cause of the issue. A manufacturing tech met with the patient at an orthopedic center to reset the program and group. They stated that it was still stronger on the left side. They told them yesterday (april 1st) to try all the groups and see if that worked. The patient was going to try today or tomorrow and let them know if they had any changes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt stated their device was implanted (B)(6) 2025. Pt said they were having issues charging the device. When pt told this issue to their health care provider (hcp), hcp said they just installed the device and that they didn¿t know what else to do with it. Pt said they were feeling stronger stimulation on the left side, but their pain is on the right side. Pt stated the device only overstimulates on the left side, but does nothing on the right side where their pain is most of the time. Pt acknowledged that she is 84 years old and may not know the complete charging process and that¿s why the charging issues are going on. Pt said that when their daughter came over, they helped explain, and they were able to charge with their daughter's help. Pt said that when they are on their own, it takes them 2 hours to charge and it takes quite some time just to place the external device correctly on the implantable neurostimulator to charge. Pt stated they had not changed any settings because they do not know how to. Pt said they were not properly educated about the charging process. Pt said they would call their hcp's office and ask for a manufacturer representative to be present at the appointment. [See related pes 708996917, 709001918].

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that they put the 'stimulator' in yesterday and charged it for about 20 minutes. Patient said then just today they went to turn stimulation off for a few minutes because their back was hurting and they had a lump that had come up on their middle right hip next to their spine. Patient turned the stimulation all off, but they still felt the sensation in their left leg. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.